Manufacturer narrative:
Event date is date of publication of journal journal of the japanese coronary association drug-induced agranulocytosis and repeated stent thrombosis in a patient undergoing stent implantation: case report published date june 7, 2016.

Event description:
It was reported that a patient with acute mi received a non-mdt bms to treat a totally occluded rca. It was reported the patient experienced acute st and was re-treated using balloon angioplasty. During hospitalization the patient also received a resolute integrity rx drug eluting stent to teat an lad lesion with significant stenosis. The patient was placed on dapt. Two weeks post procedure, the patient went to the ER complaining of a sore throat. The patient underwent lab tests and was admitted for treatment of agranulocytosis and esophageal candidiasis. It was reported that during the patients first night in hospital their systolic blood pressure and pulse rate dropped suddenly. ECG showed a junctional rhythm with st-segment elevations in the inferior leads. Emergency cag showed total occlusion of the rca while the left coronary artery was entirely spastic. Late stent thrombosis (st) was diagnosed and intra-aortic balloon pumping was performed followed by another thrombectomy and balloon angioplasty. Ivus showed slightly incomplete expansion of the bms stent implanted in the rca to the intravascular wall. Drug induced agranulocytosis was highly suspected and all drugs with the exception of aspirin were discontinued. The patient received other medication and the patient began experiencing a smooth recovery. The patient's white blood count recovered to normal levels. Due to the high risk of st, the physician decided to replace clopidogrel with another anti-thrombotic drug to obtain adequate platelet inhibition. Intra-aortic balloon pumping was removed and sarpogrelate and cilostazol began on day 4 of hospitalization. On day 7 it was reported that the patient experienced melena complicating hemorrhagic shock. All drugs including aspirin were discontinued. Upper gastrointestinal endoscopy did not identify obvious bleeding. Intestinal bleeding was suspected. Unfractionated heparin continued to be administrated, aspirin was administered on day 19 and sarpogrelate on day 27. Because there was a reoccurrence of st and the patient lca was presented with spastic appearance, a acetylcholine provocation test was performed with an injection of 50ug for the lca and 25ug for the rca which had positive results for coronary spasms in both rca and lca. The patient received a calcium blocker and was discharged on day 34. 6 month follow up showed no significant stenosis. Thus far, the patient has been free of chest pain. It is reported the patient did not experience chest pain after implant of the resolute integrity stent in the lad. The physician assessed that there was no relationship between the st-segment elevation and the resolute. The physician assessed that the cause of st was rca. Coronary spastic angina was also diagnosed by ach provocation test 2 months after des implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.